Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, high threshold, loss of pacing and loss of sensing were noted on the left ventricular lead. Another vector was attempted but all produced phrenic nerve stimulation. It was suspected that the anomaly as due to dislodgment or cyst formation. The device was reprogrammed. The patient was stable.

Event description:
New information noted that the loss of capture was not due to lead dislodgment or cyst formation. The reason was the device was programmed too low or too close from the stimulation threshold.